Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device was due to user technique/procedural conditions as the second clip interacted with an already implanted clip. The reported single leaflet device attachment (slda) was a cascading effect of the reported device damaged by another device. The reported poor image resolution was due to challenging anatomy. The reported mitral regurgitation (mr) was a result of the reported slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report device dislodged and single leaflet device attachment. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Patient had an enlarged atrium and a flail at a2 and a1, causing imaging to be difficult. An xtw was inserted and successfully implanted, reducing mr to a grade of 2-3. To further reduce mr, an nt clip was inserted and attempted to be implanted laterally of the implanted clip. However, during positioning, the clip came in contact with the implanted clip, causing it to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. The leaflets were then successfully grasped with the nt clip, but it was observed the clip had become caught in the chordae. The physician attempted to invert the clip, but it was observed the grippers were unable to be raised. Therefore, the clip was deployed while still attached to the chordae. To stabilize the slda, an xtr clip was successfully implanted. However, mr was unable to be reduced; therefore, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.